Event description:
The customer contacted baxter's technical service center to report an odd smell like burning cigarettes on a homechoice (hc) machine during use. The technical service representative (tsr) will swap for odd smell in back of the machine. Registered nurse (rn) will program. The technical service representative (tsr) initiated a swap of the hc machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported an "odd smell" emanating from the device. The product analysis lab (pal) evaluated the device. The external visual inspection was performed per pal1260005 and revealed no problems. The internal visual inspection revealed unknown contamination on the base of the device. The reported issue of odd smell was determined to be the unknown overheated contamination on the base of the device with the assignable cause of contamination. The device did not meet specifications due to the finding of contamination on the base of the device. The device has been identified to be scrapped based on the contamination found during the inspection process.